Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was leaking past the 2nd o ring. The customer¿s blood glucose level was 209 mg/dl. The customer noticed that the insulin was leaking from the reservoir compartment when changing the reservoir. The customer stated that there was fluid in the reservoir compartment. The customer was advised to disconnect from the insulin pump. The device will be returned for analysis.